Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. There were several failed tests between these dates. The temperature at the time of these fails was at zero or sub zero indicating the device was not being adequately stored and exposed to adverse environmental conditions. Although no fault was found with the pad or pad-pak the pad-pak was deleted to the point it triggered the battery management system in the device. The batteries storage location of the device, age of battery pack and level of manual intervention. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involvement in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in a failure of the device to perform as intended if required.